Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle and cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for less than one hour and patient reported a blood glucose level close to 200 mg/dl.

Manufacturer narrative:
The device was received in the fully deployed position. The downloaded data shows first and second priming sequences were both completed, and the device was deactivated at 671 pulses. No timeouts or drive stalls were produced. The device was reset into the not deployed position using the lock and load tool and rotation of the ratchet gear deployed the needle mechanism assembly as intended. No issues were observed with the needle mechanism assembly. The soft cannula was observed to be stretched beyond the specification. The timing and cause of this damage is unknown.